Event description:
Same case as MFR report #: 2134265-2010-00647. It was reported that prior to a percutaneous coronary interventional (pci) procedure, a rotawire fracture occurred. A 1.5mm burr was used during the procedure. A 1.75mm burr was selected. During rotational speed test of the rotablator rotalink plus 1.75mm outside the patient, the rotablator guide wire fractured. The rotablator guide wire was replaced however the rotablator rotalink plus 1.75mm could not be advanced over the rotablator guide wire. The procedure was successfully completed with another of the same device. The device had no contact with the patient.

Manufacturer narrative:
Device evaluated by the manufacturer: a tug test and a connect/disconnect test was performed to examine the integrity of the connection and no issues were noted with the unit handshake connections. A guide wire test was performed using a test guide wire and no issues were noted. Microscopically examination of the burr revealed that the burr was flared and misshaped. A scratch test revealed that the returned burrs cutting action was acceptable. A wet test of the plus unit was performed and no speed was revealed. However, product analysis confirmed the annulus of the burr was flared / misshapen. The damage to the burr is consistent with the burr coming into contact with the wire. Product analysis also revealed a melted ultem was evident which is due to the interruption of saline or by insufficient flow of saline used during the preparation of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error because the device was not used in accordance with the dfu. The dfu states 'never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer'. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Same case as MFR report #: 2134265-2010-00647. It was reported that prior to a percutaneous coronary interventional (pci) procedure, a rotawire fracture occurred. A 1.5mm burr was used during the procedure. A 1.75mm burr was selected. During rotational speed test of the rotablator rotalink plus 1.75mm outside the patient, the rotablator guide wire fractured. The rotablator guide wire was replaced however the rotablator rotalink plus 1.75mm could not be advanced over the rotablator guide wire. The procedure was successfully completed with another of the same device. The device had no contact with the patient.